Manufacturer narrative:
Investigation summary: a complaint of a set missing a roller clamp was received from the customer. One sample was returned for investigation. Through visual inspection, misassembly was confirmed. The set was assembled without a roller clamp. A device history record review for model 2420-0500 lot number 20113028 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an error in the assembly process. A trend for the misassembly issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd infusion set and prevent future occurrences of this type via CAPA# (B)(4). As part of the action plan, additional assembly steps to check the presence of the roller clamp have been implemented. This set was manufactured prior to the steps being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that the tubing clamp on the as lvp 20d dehp 2ss cv was missing. The following information was provided by the initial reporter: "missing clamp was not on patient"